Event description:
It was reported that the patient had raised bumps, redness, swelling, and tenderness over the incision site. It was discovered that patient had an infection. Antibiotics were administered and the implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.